Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked plunger head case, and the battery and tube grommet to be missing. A review of the event history log was unable to be performed due to a blank screen. Functional testing was able to verify and duplicate the reported problem upon start up. It was determined that an incomplete update process by the customer was the root cause. The update process was completed using the power up process to correct the issue. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was flat on the screen and constantly alarming. There was unknown patient involvement.

Manufacturer narrative:
Date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.